Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated, and a definite cause for the reported difficulty in removing the gripper line in this incident could not be determined. The reported stretched gripper line appears to be a result of the difficulty in removing the gripper, therefore, it is related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3. While removing the gripper line, there was resistance noted. Force was applied to remove the gripper line. After removal, it was observed that there was an abnormal curl on the gripper line. The clip was successfully deployed, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.